Event description:
It was reported that the following issue was observed on the device: "error code: 260.4120; service manual says replace logic board." Additional notes provided by the facility¿s clinical engineering support services include: "the error code 260.4120 occurred when the unit was connected to a pcu and tried to turn on. The manual does say to replace the logic board if this occurs, so I replaced it. I flashed the new board to have the correct software version and the correct serial number, and the issue did not reoccur.the door on the unit was cracked near the top, so I replaced the door with a new one.I recalibrate the unit and ran it through all of its pm tests with no other issues after those repairs." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned."

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.